Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to a dislodgement. A revision procedure was scheduled, however, right before the procedure the field representative performed some device testing and found that with electronic repositioning there was a couple of vectors that did have good capture and threshold measurements. The physician confirmed capture with ring to can and noted that he had not tested all vectors previously. Since they were able to obtain capture the procedure was canceled. It was noted that in two of the six configurations there was capture, the rest of the configurations did not have capture and had high threshold measurements. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.